Manufacturer narrative:
Conclusion code was updated for device model 3058 (s/n (B)(4)).

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the setscrew was backed out too far. There was difficulty encountered when attempting to insert a known good lead into the connector port. Several of the connector edges as well as the weld pools on the connectors got stuck on the edge of the #0 connector of the ins depending on the lead orientation. The bore of the strain relief insert appeared slightly angled and did not align with the opening of the #0 connector. Analysis of the lead (unknown s/n) indicated there was no significant anomaly. The distal end was stretched.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead. (B)(4)

Event description:
The company representative reported there was difficulty inserting the lead into the implantable neurostimulator (ins) during implant. It was confirmed that the header bore was clear and the set screw was backed out of the bore, but this did not resolve the issue. It was unknown if there was any visible damage to the lead. The health care provider (hcp) aborted the case and removed the lead. The patient's indication for use of the stimulation system remains unknown. No outcome or potential causes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.